Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and deflection test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed an absence of the hemostatic valve. Afterward, a dilator was introduced into the sheath, but no valve or resistance was detected. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. During the deflection test, no issues were observed, the device was deflecting within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer could not be confirmed; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The hemostatic valve leak issue could be related to the missing hemostatic valve and the resistance to the moment of dislodgement of the valve; therefore, the customer complaint was confirmed. The potential cause of this type of failure could be related to the manipulation of the device after the procedure however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the missing hemostatic valve identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported deflection issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the absence of the hemostatic valve. It was reported by the caller, clinical account specialist, that there was resistance when trying advance the catheter octaray. The caller also stated that there was resistance when trying to advance the catheter through the valve. The caller stated that the physician was able to maneuver the catheter into the sheath. The caller also stated that towards the end of the procedure the physician stated that the sheath was not deflecting appropriately. The vizigo sheath was exchanged and the procedure was continued. The caller is requesting a replacement vizigo sheath. The vizigo sheath is available for return and the caller was advised to expect a return kit. It was reported by the caller, clinical account specialist, that the catheter showed a black electrode ring around electrode 1. The ngen system displayed an "impedance too high" message. The caller also stated that there was noise on the carto 3 system and the ep recording system. To troubleshoot the cable was replaced without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. The caller is requesting a replacement catheter. The catheter is available for return and the caller was advised to expect a return kit.